Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient could not get her patient programmer (pp) to work and she had set it at zero and she could not increase it past zero. She saw an icon come up on the screen and she thought it indicated something about an ¿internal battery¿ and she had replaced the patient programmer batteries. It was reviewed that the implantable nuerostimulator (ins) may have been turned off which would explain why she could not increase. She tried turning it on and off and this did not resolve the issue. Patient clarified the stim off and on buttons worked. It had been turned off for several months because she had been going through lot of tests. She was informed by healthcare provider (hcp) that the tests may or may not damage her device. It was noted that the emi could be related to the issue. She concerned that it was damaged because of x-ray. She had lost the pp. It was indicated she has had x-ray of her back and a myelogram and was getting ready to have a spinal surgery due to pain in her lower back and buttock area. Patient stated "the pain far enough away they don't think it will hurt it but who knows". The pain started when the weather started getting cold out and she blamed it on that.

Event description:
Additional information was received from the patient. The patient reported that she had notified her healthcare professional (hcp) regarding the pain in the lower back/buttock area and concern with the stimulator. The patient stated that stimulation had been off for six months and that she did not find her pp. The patient reported that there was a concern with the stimulator regarding x-rays and that stimulation was off. The patient noted that she could not turn the modulator low to high or vice versa at all. The patient stated that as a step to resolve the concern with the stimulator a replacement was to be sent to the hcp¿s office for her to pick up free.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.